Event description:
It was reported that the insulin pump has a cracked case. The device was not bumped or dropped. It was stated that the crack is seen at the display. Customer is unsure if the drive support cap is damaged. Customer also complained about ongoing no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and a scratched reservoir tube window.